Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Gastro-intestinal bleeding is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On the morning of (B)(6) 2021 while in the duodopa titration phase, the patient's blood pressure dropped to 83/49 supine and was 76/46 in an upright position. The patient was hydrated and at the blood pressure was 95/56 a couple of hours later. A CT scan revealed bleeding in the upper abdomen, hematoma in the abdominal cavity (practically by the stomach, liver and spleen, which leaked from the wall of the ventricle, from the vein). The patient had a hemoglobin level of 79 and was treated with 2 units of red blood cells. It was reported that the patient's situation required intensive care surveillance and had stabilized with conservative treatment. Duodopa therapy was paused and the patient was taking tablet medication.